Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. A review of returned product from the customer was performed. Visually inspection of the sample returned from the customer found guidewire tip separated from the wire. During evaluation it was found that excess force was applied causing the wire to break. Wire was measured in dimensions and measured 63 cm instant to 80 cm and 17 cm broken piece of the wire was not returned to argon. Complaint was confirmed. The exact root cause was not determined but the most probable root cause of this issue was either, during manufacturing process tip was not fully welded with the wire or breakage issue was related to an event within the user environment. The supervisor of the area has been notified of this issue and argon will continue to monitor and trend for instances of a similar nature in the future.

Event description:
Guidewire in skater set fractured in patient when dilating shealth was advance and remained in patient. Unable to snare the wire at the time. Patient underwent subsequent unsuccessful CT wire localisation and surgical cut down. Wire was finally removed via ureteroscopy.

Event description:
Guidewire in skater set fractured in patient when dilating shealth was advance and remained in patient. Unable to snare the wire at the time. Patient underwent subsequent unsuccessful CT wire localisation and surgical cut down. Wire was finally removed via ureteroscopy.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once sample has been returned and reviewed.